Manufacturer narrative:
While properly preparing a 6mm 180 angioguard rx device during a carotid intervention, the physician and tech could not remove the system from the coil dispenser. No patient injury was reported. Another 6mm angioguard was utilized and functioned properly. Multiple attempts were made without success to obtain additional information. The product was returned for analysis. A non-sterile angioguard rx 6.00mm 180 embolic protection device inside its deployment sheath was received for analysis coiled inside a plastic bag. Neither original outer packaging nor coil dispenser (protective tubing) or any other component was returned for analysis. Per visual analysis, the proximal end of the angioguard rapid exchange was inspected, and no damages observed. However, an unzipped condition of the deployment sheath was observed from 26.0 cm to 36.0 cm from the deployment sheath distal end. Per microscopic analysis, the unit was observed under the vision system and no damages were observed neither on the filter basket struts nor on the basket filter membrane. However, unraveled condition was observed on the floppy distal tip wire of the unit. A product history record (phr) review of lot 35234501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box-removal difficulty - system from dispenser (embolic protection device) ¿was not confirmed since the complaint could not be properly evaluated due to neither original packaging nor coil dispenser (protective tubing) were returned. However, unraveled condition on the floppy distal tip wire as well as an unzipped condition on the unit were found. Nonetheless, neither the cause of the unraveled condition on the floppy distal tip wire nor the cause of the unzipped condition on the angioguard deployment sheath could not be conclusively determined during the analysis. Procedural and/ or handling factors such as improper device preparation by user might have contributed to the observed damages on the unit. According to the precautions in the safety information of the instructions for use, ¿guidewires are delicate instruments and should be handled carefully. Prior to the interventional procedure, all equipment and packaging, including the angioguard® rx emboli capture guidewire system, should be inspected and examined carefully for defects. Check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Do not use defective equipment.¿ neither the product analysis nor the phr review suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, while properly preparing a 6mm 180 angioguard rx device during a carotid intervention, the physician and tech could not remove the system from the coil dispenser. After evaluation of the device, an unzipped condition of the deployment sheath was observed from 26.0 cm to 36.0 cm from the deployment sheath distal end and an unraveled condition was observed on the floppy distal tip wire of the unit. No patient injury was reported. Another 6mm angioguard was utilized and functioned properly. Multiple attempts were made without success to obtain additional information.